Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/18/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed. The returned lens was evaluated and no damage was observed. The customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a si40nb 22.5 diopter intraocular lens (iol) was explanted from the patient's operative eye on (B)(6) 2017. Reportedly, the lens was implanted in 2002, and was explanted as it had become cloudy. Vitrectomy, incision enlargement, and sutures were required. The replacement lens was a non-amo lens. The outcome of the patient is good, though they are waiting to get new glasses. No additional information was provided.